Manufacturer narrative:
The a1cdx reagent lot number was 89928301 with an expiration date of 31-dec-2026.

Event description:
The initial reporter questioned high results for multiple patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cdx) on a cobas c 513 analyzer. The customer alleged that out of 700 patient samples, approximately one-third of them are incorrect. An example of discrepant results was provided for 1 patient sample. The initial result was 9.3%. The repeat result from a different c513 analyzer was 5.8%. The repeat result was believed to be correct.